Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the calcium gen.2 (ca2) assay on a cobas c 503 analytical unit. The sample initially resulted in a ca2 value of 13.0 mg/dl, which was reported outside of the laboratory. The sample was repeated on a different analyzer resulting in a ca2 value of 9.3 mg/dl. The repeat result is deemed correct. The ca2 reagent lot number was 645917, with an expiration date of 30-sep-2023.

Manufacturer narrative:
The field service engineer (fse) found an issue with the sample probe and replaced it. Calibration and qc were acceptable. The investigation is ongoing.